Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the pump did not recognize the cartridge and dispensed fluid during the load step. The force sensor was found to be out of calibration and the force resistance measurement was out of specification. There was evidence of white contamination found on the force sensor assembly. There was evidence of internal moisture damage observed. Unrelated to the force sensor issue, evaluation revealed horizontal lines running across the top of the display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. (B)(6).

Event description:
The pump was returned for large prime volume. Evaluation revealed that the force sensor was out of calibration and there was evidence of contamination on the force sensor assembly. This report is made based on results of investigation completed on (B)(6) 2012.